Event description:
It was reported that the patient is deceased approximately five years post implantable cardioverter defibrillator (ICD) system implant. The patient was reported to have been found deceased by spouse at the patient¿s residence. It was further reported that technical review of the remote transmission noted non-sustained tachycardia episodes which included short interval counts that caused a lead integrity alert (lia) to trigger. A cardioversion attempt for fast ventricular tachycardia (vt) was aborted as one normal beat was detected after charge end. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: 694765 lead, implanted: (B)(6) 2009. (B)(4).